Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was explanted due to infection. The patient remained hospitalized for antibiotic treatment; another system implant to be reviewed at a later date. No return of product is expected and no additional adverse effects were reported.